Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed and found in system logs c-34 errors, c-06/m-18/m-11 error pattern logged. M-1c errors also logged in system logs. Fa inspection able to confirm, but was not able to replicate exact c-34 error reported. However, failure mode with similar symptom pattern replicated; unit tested on system, presents c-42/c-00 error on startup. C-00, m-11 errors in erbe logs. The complaint regarding errors during case was confirmed by failure analysis. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure that errors occurred against the erbe. The issue took place on (B)(6) 2026. The intuitive tech support engineer (tse) reviewed the system logs, which showed c-34 errors occurred. There was no information provided on how/if the issue was able to be resolved. There were no reports of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.